Event description:
It was reported that the patient felt no restriction the week of (B)(6) 2014. The surgeon made an adjustment, the patient waited several days and still felt no restriction. On (B)(6) 2014 the surgeon examined the band with x-ray under fluoroscopy and found the band leaking. The band was placed (B)(6) 2009. The patient has had fluid added 10 times and removed 1 time. The surgeon plans to do a revision.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.